Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check therapy electrode messages, exposed wires) was confirmed. Upon investigation the monitor failed incoming functionality testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector and causing the reported check therapy electrode messages. The root cause for the broken connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was causing frequent check therapy electrode messages and that wires were exposed on the monitor.